Event description:
It was reported that the infusion device shut off without first providing an error or alert message. No adverse event reported. It was later reported that the customer will not return the infusion device for evaluation due to once a new battery was inserted, the device worked without any issues.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. It was later reported that the customer will not return the infusion device for evaluation due to once a new battery was inserted, the device worked without any issues.